Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se found the device the blower would not turn on and the ventilator could not go to standby, proximal pressure sensor autozero failed. The se replaced the blower assembly to address the issue and the ventilator passed all testing.

Event description:
It was reported that the blower on the ventilator was hot. There was no patient involvement. The event date was not specified; estimate used.